Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she was giving a bolus when the pump alarmed no delivery. Customer stated that she was disconnected and she reconnected the infusion set to the reservoir. Customer stated that this resolved the no delivery alarm. Customer was advised to do a complete set change as soon as possible. Customer does not want to return the set or reservoir for analysis. Customer stated that her blood glucose has been in the 400-500 mg/dl. Customer stated that she had a root canal two weeks ago. Customer's current blood glucose was 398 mg/dl. Customer mentioned that she woke up with a blood glucose of 535 mg/dl this morning. Customer stated that she may have also received a no delivery alarm once in the last two weeks. Customer stated that she has treated with the pump and a manual injection. Customer will be sent a tubing clamp and will call back.